Event description:
History of syncope prior 3 days. Pacemaker check in office showed completemalfunction of unit. Lead impedance abnormal. Pacemaker lead wire replacement needed. Surgery done 8/11/93. (*)